Event description:
The customer reported being hospitalized and wanted to know how to suspend the insulin pump per doctor's request. The customer stated that he will call back in later. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.